Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Narrative/corrected data. Results: the pet lock was intact on the proximal end of the first ruby coil¿s pusher assembly. The pusher assembly was slightly bent approximately 75.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and not returned for evaluation. During functional testing, no resistance was encountered when advancing the kinked region of the first ruby coil¿s pusher assembly through its introducer sheath. Since the embolization coil was detached, the first ruby coil could not be fully functionally tested for insertion into a microcatheter. Conclusions: evaluation of the returned devices revealed the first ruby coil¿s embolization coil was detached, and the embolization coil was not returned for evaluation. Since the ruby coil was detached, the ruby coil could not be fully functionally tested for insertion into a microcatheter. Further evaluation revealed the first ruby coil pusher assembly was slightly bent approximately 46.0 cm from the proximal end. This bend may have occurred due to forceful handling during insertion into a microcatheter. The bend did not cause resistance when advancing and retracting the pusher assembly through the introducer sheath. Evaluation of the second ruby coil revealed the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly midjoint. If the pusher assembly midjoint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely prevented the ruby coil from being advanced into the lantern during the procedure. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02033.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second ruby coil¿s pusher assembly. The pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned devices revealed the first ruby coil¿s embolization coil was detached, and the embolization coil was not returned for evaluation. Since the ruby coil was detached, the ruby coil could not be fully functionally tested for insertion into a microcatheter. Further evaluation revealed the first ruby coil pusher assembly was slightly bent approximately 46.0 cm from the proximal end. This bend may have occurred due to forceful handling during insertion into a microcatheter. The bend did not cause resistance when advancing and retracting the pusher assembly through the introducer sheath. Evaluation of the second ruby coil revealed the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly midjoint. If the pusher assembly midjoint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The pusher assembly mid-joint being retracted proximal to the introducer sheath friction lock likely prevented the ruby coil from being advanced into the lantern during the procedure. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02033.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils. During the procedure, the hospital technician inadvertently kinked two ruby coils upon insertion into the lantern delivery microcatheter (lantern) and therefore, the ruby coils were removed. The procedure was then completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.